Event description:
During the implant procedure, while dissecting the neck area, the anterior jugular vein was nicked and the patient experienced bleeding. Physician made a second incision, located the bleed, applied pressure, and ligated the vessel to achieve hemostasis. This resolved the issue.